Manufacturer narrative:
Correction - please refer d9 product available to stryker. The reported event could be confirmed, since the product was not returned for evaluation however based on the provided image the product matches the alleged failure mode. The device inspection revealed the following: visual inspection: a device inspection was not possible since the affected device was not returned, however based on the provided images it was observed that the keeled punch handle lock nut came out of the handle shaft. The stop ring seems to be intact to the shaft as intended. Few blood marks are also visible on the handle. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During primary left anatomic shoulder replacement, surgeon was preparing the glenoid surface to receive a perform + left small 15deg poly implant. Procedure had proceeded without incident, until the step to utilize the keeled osteotome and punch, which attaches on to the handle in instruments. The handle was found to be broken. The locking sleeve was completely separate to the main handle shaft. Attempts to reattach the sleeve onto the handle so the osteotome / punch can be locked to the handle, proved fruitless. In the end, the surgeon first placed the osteotome (over the guide wire still insitu) into the semi-prepared "keel hole", then placed the handle on to the end of the osteotome, and impacted the osteotome. With the handle not attached to the osteotome, the only way to remove the osteotome, was grabbing it with a pair of heavy pliers, and hitting the pliers with a mallet to back it out. This process was repeated for the punch. The surgeon was happy that the keel-hole was adequately prepared (the trial implant seated home fully when inserted into the glenoid), but the surgeon was concerned about possible damage to the glenoid surface / vault, when using the mallet / pliers to remove the osteotome / punch.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During primary left anatomic shoulder replacement, surgeon was preparing the glenoid surface to receive a perform + left small 15 deg poly implant. Procedure had proceeded without incident, until the step to utilize the keeled osteotome and punch, which attaches on to the handle in instruments. The handle was found to be broken. The locking sleeve was completely separate to the main handle shaft. Attempts to reattach the sleeve onto the handle so the osteotome / punch can be locked to the handle, proved fruitless. In the end, the surgeon first placed the osteotome (over the guide wire still insitu) into the semi-prepared "keel hole", then placed the handle on to the end of the osteotome and impacted the osteotome. With the handle not attached to the osteotome, the only way to remove the osteotome, was grabbing it with a pair of heavy pliers, and hitting the pliers with a mallet to back it out. This process was repeated for the punch. The surgeon was happy that the keel-hole was adequately prepared (the trial implant seated home fully when inserted into the glenoid), but the surgeon was concerned about possible damage to the glenoid surface / vault, when using the mallet / pliers to remove the osteotome / punch.